Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and identified as requiring a reload. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.